Event description:
Sales rep reported on 09apr2026 that a ps8 broke and required removal. The rep stated the removal case occurred on (B)(6) 2026, the patient did not fall, the patient is larger weighing over 300 pounds, seems to be young but no other medical issues are known. It is unknown if the patient was following all post-op instructions. Additionally, the surgeon opted to replace the trimed plate with a larger synthes plate. The rep attempted to retrieve the broken plate however the facility had already discarded it.